Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: examination of the returned instrument found the alleged complaint unconfirmed but found a different failure upon inspection of the instrument. Depuy-synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary.

Event description:
It was reported that the surgeon complained that he thought the calcar reamer was bent and causing is to wiggle side to side while spinning on power. Doesn't appear to be bent but wanted replaced in case. No surgical delay.